Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would alarm no delivery for the past four days despite the customer changing out the site and set. It was also reported the insulin pump had shorten battery life. The customer reported frequent battery changes on the insulin pump. The insulin pump will not be returned for analysis.